Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of a distal aortic arch aneurysm with a conformable gore® tag® thoracic endoprosthesis. According to the report, the endoprosthesis was positioned as intended, however, during deployment the tag device reportedly moved proximally (distance is unknown), resulting in the unintentional coverage of the left common carotid artery. An additional procedure was performed, whereby a bare-metal stent was implanted into the left common carotid artery to restore patency. Final angiography showed exclusion of the aneurysm and the patient was reported to have tolerated the procedure. No further adverse events were reported.